Event description:
It was reported that the patient presented in-clinic after receiving multiple shocks. Noise was noted. Lead anomaly or connection issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.